Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced a cardiac arrest that required cardiopulmonary resuscitation (CPR) while they were in the hospital. Telemetry printouts at the time of the event showed intermittent loss of capture. The rv lead pacing thresholds measured 2.7v, which was an increase from earlier in the day when thresholds were 0.7v. The rv pacing output was increased to 7.5v to ensure an adequate safety margin until a lead revision could be performed. No additional adverse patient effects were reported. The lead remains implanted and in service. Additional information was received. Three days later the lead revision was performed and this lead was explanted and replaced. It was reported that the drilling effect of the original lead in the left bundle branch (lbb) area lacked stability, resulting in dislodgement. The explanted lead was not retained for return. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This correction report is being filed to add a missing outcomes attrib to adv event in b2 (life-threatening) and missing impact codes in h6 (f1203, f2306).

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced a cardiac arrest that required cardiopulmonary resuscitation (CPR) while they were in the hospital. Telemetry printouts at the time of the event showed intermittent loss of capture. The rv lead pacing thresholds measured 2.7v, which was an increase from earlier in the day when thresholds were 0.7v. The rv pacing output was increased to 7.5v to ensure an adequate safety margin until a lead revision could be performed. No additional adverse patient effects were reported. The lead remains implanted and in service. Additional information was received. Three days later the lead revision was performed and this lead was explanted and replaced. It was reported that the drilling effect of the original lead in the left bundle branch (lbb) area lacked stability, resulting in dislodgement. The explanted lead was not retained for return. No additional adverse patient effects were reported.